Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: in the initial report it was reported that the "ipg was nearing end of life". Correct information has been updated in section b5 of this report.

Event description:
Additional information receive indicated that the ipg had reached end of life. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operation.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.